Event description:
During attempted insertion of the iab through an introducer sheath, resistance was encountered and the iab could not be advanced. The iab was removed and replaced without any pt complications.